Event description:
Pt was treated in 2003. Pt developed rippling over their right eyebrow about four months post treatment. Thermage was notified of event 4 months later. Status of most current follow-up; 03/16/04 the ripping has improved but not completely resolved. The doctor was prescribed a cream to tighten skin.